Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: a review of the black box data indicated that the data from the time of the alleged power issue had been overwritten due to continued pump use. A review of the available black box data indicated two reboot events. The battery cap was able to secure and be removed properly. The complaint could not be adequately investigated due to an unrelated alarm; the pump emitted a call service 69 alarm at power up and the alarm could not be cleared. The call service 69 failure was written to the black box as a l service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The pump casing was opened and no damage was found to the power circuit. Unrelated to the original complaint, investigation revealed the following: the vibratory features were not functional at power up; the audio bolus button cover was damaged; the battery compartment was cracked; there was evidence of moisture on the main printed circuit board and on the vibration motor contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #2, 15-march-2017- correction to serial#.